Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a (B)(6) male coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began peritoneal dialysis treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2011, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced peritonitis due to a break in aseptic technique. On the same day, the patient began remedial therapy with piperacillin (4.5gm, daily, intravenously). On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, daily, intravenously). On an unreported date the event of peritonitis was resolving. It was not reported whether the patient was retrained in proper aseptic technique. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated that the event of peritonitis was not related to dianeal pd2 ultrabag therapy and did not provide a statement of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is determined to be use error.